Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
About three months post implant, the patient¿s daughter thinks that the patient¿s implantable cardioverter defibrillator (ICD) is not necessarily functioning correctly since the magnet alert tone was going off at the same time every morning around 5:00 am. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.